Manufacturer narrative:
Conclusion: no technical allegation was made against the device. According to information received, hameophilus influenzae meningitis was reported in the early post-operative period. The history of middle ear disease and a reported upper respiratory infection appear to be contributory factors to the development of the meningitis. Furthermore, a review of the device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, the implant is unlikely the source of the infection. No malformation or csf leak were reported. The patient recovered completely, and the implant remained implanted. This is a final report.

Event description:
2 weeks post implantation the user presented with rsv upper respiratory tract infection and bacterial meningitis with haemophilus influenzae as well as possible otitis media. After IV antibiotics treatment, the user recovered completely.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
2 weeks post implantation the user presented with rsv upper respiratory tract infection and bacterial meningitis with haemophilus influenzae as well as possible otitis media. The user completely recovered.